Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jun2020.

Event description:
It was reported that the unit displayed an intermittent machine and pressure sensor autozero failure. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer verified the pin alignment on the data acquisition (da) board and solenoids. The technician recommended that the customer replace solenoids 2 and 4. The customer reported replacing the solenoids resolved the issue.